Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform the FDA of the results in a supplemental report.

Event description:
The patient contacted lfs via e-mail alleging an error 5 message on the ultralink meter. The patient was unable/unwilling to verify whether she exhibited any symptoms or sought any medical attention due to the reported issue. The patient was also unable/unwilling to verify the condition of the test strips, the technique and whether the meter was a new product (out of box). The complaint is being reported since the error 5 issue was not resolved.